Event description:
During CABG procedure, a 36 straight french chest tube was placed in the mediastinum. Sternal wires were inserted, and the drainage was connected to the chest tube. The tube split spirally toward the incision. The tube was shortened and reattached to the drainage unit. It continued to split in two. The sternal wire and chest tube were removed and a new chest tube placed without difficulty in the mediastinum was connected to the drainage unit.